Event description:
A report was received that the patient stopped feeling the stimulation and high impedance was noted when putting pressure on the splitter. The physician believed the splitter was defective. The patient underwent a revision procedure wherein everything was explanted and replaced with new ones. Fluid at the header of the ipg was also discovered by the physician. The patient was doing well following the procedure.

Event description:
A report was received that the patient stopped feeling the stimulation and high impedance was noted when putting pressure on the splitter. The physician believed the splitter was defective. The patient underwent a revision procedure wherein everything was explanted and replaced with new ones. Fluid at the header of the ipg was also discovered by the physician. The patient was doing well following the procedure.

Event description:
A report was received that the patient stopped feeling the stimulation and high impedance was noted when putting pressure on the splitter. The physician believed the splitter was defective. The patient underwent a revision procedure wherein everything was explanted and replaced with new ones. Fluid at the header of the ipg was also discovered by the physician. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Manufacturer narrative:
(B)(4): device evaluation indicated that the lead passed mechanical test performed. High impedance readings were registered at contacts # 1, 2, 3, 4, 7, 8, 9, 10, 11, 12, 15 and 16. This location appears to be the site where the sutures were positioned, 1cm from the clik anchor site. The broken cables resulted in the reported complaint. (B)(4): the complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics. (B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics. (B)(4) the clik anchor is intact and no parts of it are missing.